Event description:
The customer initially reported that their device was showing its service wrench and attention icons. After an evaluation by physio-control, it was observed that the device did not have sufficient power to deliver effective defibrillation therapy to a patient. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio observed that the device charged and delivered defibrillation energy once, then shut down after the one shock. The device could not function afterwards. The cause of the reported failure was determined to be an electrically leaky filter, designator fl9 on the analog pcb assembly which caused the internal hlc batteries to deplete. The customer received a replacement device.